Event description:
A 3 french vascu-PICC catheter luer hub cracked during a cap change procedure. The patient had been receiving daily cap changes with blood draws. The PICC was initially placed 12 days prior to the event. The patient had to undergo a repeat invasive procedure and procedural sedation to exchange the cracked catheter for a new catheter.manufacturer response (as per reporter) for PICC line, 3 fr vascu-piccnone yet.

Event description:
A 3 french vascu-PICC catheter luer hub cracked during a cap change procedure. The patient had been receiving daily cap changes with blood draws. The PICC was initially placed 12 days prior to the event. The patient had to undergo a repeat invasive procedure and procedural sedation to exchange the cracked catheter for a new catheter.manufacturer response (as per reporter) for PICC line, 3 fr vascu-piccnone yet.